Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t-wave oversensing was observed.

Event description:
New information notes that programming changes were made and the issue was resolved. The patient is doing well. Device and lead remains implanted.